Event description:
The iab was inserted into the pt on 10/7/97 at 8:00 p.m. And removed on 10/14/97 at 10:00 a.m. After the pt lost pulses. The iab did not malfunction. The pt had major ischemia and removal was required. (Event complications: major ischemia/lost pulses/removal required- rpt'd 10/20/97.) (Pt's current status:unk- rpt'd 10/20/97.)